Event description:
The caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer technical support (cts) provided instructions to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.